Manufacturer narrative:
The technician found the trend gas springs were leaking, causing the bed not to go into trend. The technician replaced the gas springs to repair the bed.

Event description:
Information received indicates the bed does not go into trendelenburg.